Event description:
It was reported that during a prostate procedure, the fiber began to forward fiber @ 11 seconds, 654 joules, gland volume 40 ml. The procedure was completed with a second fiber. ¿no patient injury¿ was reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted; the heat shrink tube is melted at the open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).